Event description:
(B)(4) had essure put placement in 2009. Had a few problems but wasn't until the past year I have had more serious problems. Started with migraines. Then had facial numbness and burning and tingling running down my arms. Pain in my left side. Pain in my left hip. Joint and muscle pain all throughout my body. Heavy periods with clotting. Painful sex. Discharge. Pelvic pain. Preparing now for hysterectomy.